Manufacturer narrative:
The cycler was received for evaluation and found to be functioning as designed and intended. A review of the device history record (DHR) for the involved cycler was performed and revealed and that the cycler was released having met all requirements in the manufacturing process of the unit. (B)(4). Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received on february 05, 2018 regarding patient (B)(6), a (B)(6) female who had cardiac arrest early in treatment and subsequently expired. Although requested, no additional information has been received.